Event description:
Country of complaint: (B)(6). OEM rec'd a report from (B)(6) regarding 2 cases from one customer. Two different heart valve operations. The first one the sutures broke. During the second one the needle detached.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples rec'd: no samples have been rec'd from the customer and there are no units in OEM stock. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed to customers in two countries. As we have not rec'd samples from customer and there are no units in stock a proper analysis cannot be performed. Reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill OEM requirements. The results of needle attachment strength during the process were within OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.